Event description:
It was reported that during a cryo ablation procedure, the mapping catheter retreated back into the balloon catheter unexpectedly after being a support and after having applied deflection with the sheath. Afterwards, the balloon catheter contorted at the distal end. On fluoroscopy, it appeared that the inner shaft of the balloon bent and hyperextended for a quick instant. Freezing was attempted again, but the temperature did not drop as expected. Freezing was attempting twice more and the same issue was encountered. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 16826 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 26 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and the performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillations or overshoots. During inflation, a kinked guide wire lumen was observed inside of the balloon segment. The mapping catheter was inserted into the balloon catheter and retracted several times without any issues. No anomalies were identified on the bonding of the luer and guide wire lumen and no blockage was observed along the path. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.